Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and functional tests were performed. Functional testing included leak testing, clamp-function testing, clear-passage testing, and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak during peritoneal dialysis therapy. The patient found fluid near the membrane gasket when opening the door to replace the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.